Event description:
It was reported that 540 days after a coronary drug eluting stenting treatment procedure, the patient expired. Target lesion 1 (25mm long) was identified in the proximal rca with 90% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 3.50mm x 32mm taxus express2 stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged the next day with discharge medications of aspirin and clopidogrel. At 540 days post index procedure and during the 2-year follow-up, the site learned that the patient had died of atherosclerotic cardiovascular disease. In the opinion of the physician, the target vessel was not involved with the event. No autopsy was performed.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device was not returned, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.